Event description:
It was reported that during an unk procedure, the device would not close the clip. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).